Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the calcified left main (lm) coronary artery. The lesion was predilated with an unspecified balloon catheter. When advancing the 20x4.0mm express2 monorail stent delivery system (sds) severe resistance was felt. Only the distal tip of the sds went into the lm. In attempt to remove the device from inside the patient, the stent was pulled back into the guide catheter adn dislodged inside the patient. In the physician's opinion, the stent could have gotten caught on the tip of the guide catheter causing it to dislodge. The dislodged stent was in the lm and did not migrate in the body. Using a snare catheter, the physician successfully captured and removed the stent. The procedure was completed with a different device without any additional complications to the patient. The patient's current condition is listed as "good".